Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 44-year-old female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criterion intervention required), 12 years 8 months after insertion of essure. The patient was treated with surgery (hysterectomy - uterus and cervix). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4626 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no: 628441) for female sterilisation. The patient had a medical history of fibromyalgia syndrome, hyperplastic polyp of large intestine, dysfunctional uterine bleeding, chronic urticaria, back pain and menstrual clots on (B)(6) 2022, adenomyosis, pelvic pain, vaginal delivery, parity 4, multi gravida, obesity, nephrolithiasis and abnormal uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4630 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cystoscopy done on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: two trailing coils were noted in the left tubal ostia. Four trailing coils were noted in the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.622 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: patient has essure devices in place. The uterine contours are relatively smooth and no filling defects are noted. On the spot films obtained, there is haziness seen along the margin of the essure device on the right side and a small amount of contrast material which appears to flow along the margins of the essure device and into more proximal portion of the fallopian tube on the left side. Doctor questioned whether there may be a small amount of free spill on the left side as well. Impression: there is contrast material along the essure devices. Do not see definite spill on the right side, but question a small amount of free spill on the left. This would imply incomplete occlusion of the fallopian tubes. [Pathology test] on (B)(6) 2022: pre-op diagnosis: abnormal uterine bleeding, pelvic pain source: ovaries bilateral, uterus, cervix, fallopian tubes bilateral. Specimen type: tissue. Specimen: cervix, uterus, tubes, ovaries. Final diagnosis: a. Uterus, cervix, and bilateral fallopian tubes and ovaries: total hysterectomy and bilateral. Salpingo-oophorectomy: benign uterus with benign weakly proliferative endometrium and adenomyosis benign cervix and bilateral ovaries and fallopian tubes without significant abnormality gross description: the right cornu demonstrates gray metallic synthetic coils consistent with an essure implant. The left cornu demonstrates gray metallic synthetic coils consistent with an essure implant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 628441) for female sterilisation. The patient had a medical history of fibromyalgia syndrome, hyperplastic polyp of large intestine, dysfunctional uterine bleeding, chronic urticaria, back pain and menstrual clots on (B)(6) 2022, adenomyosis, pelvic pain, vaginal delivery, parity 4, multi gravida, obesity, nephrolithiasis and abnormal uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4630 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, cystoscopy done on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: two trailing coils were noted in the left tubal ostia. Four trailing coils were noted in the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 38.622 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: patient has essure devices in place. The uterine contours are relatively smooth and no filling defects are noted. On the spot films obtained, there is haziness seen along the margin of the essure device on the right side and a small amount of contrast material which appears to flow along the margins of the essure device and into more proximal portion of the fallopian tube on the left side. Doctor questioned whether there may be a small amount of free spill on the left side as well. Impression: there is contrast material along the essure devices. Do not see definite spill on the right side, but question a small amount of free spill on the left. This would imply incomplete occlusion of the fallopian tubes. [Pathology test] on (B)(6) 2022: pre-op diagnosis: abnormal uterine bleeding, pelvic pain source: ovaries bilateral, uterus, cervix, fallopian tubes bilateral specimen type: tissue specimen: cervix, uterus, tubes, ovaries final diagnosis a. Uterus, cervix, and bilateral fallopian tubes and ovaries: total hysterectomy and bilateral salpingo-oophorectomy: - benign uterus with benign weakly proliferative endometrium and adenomyosis - benign cervix and bilateral ovaries and fallopian tubes without significant abnormality gross description: the right cornu demonstrates gray metallic synthetic coils consistent with an essure implant. The left cornu demonstrates gray metallic synthetic coils consistent with an essure implant. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: reporter and patient information,medical history,lab data,indication,drug stop date,lot no., expiry date, event onset date,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.